Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Prior to the event, the patient was noted to be doing well and was following up with their clinic. Later that night, the patient's pump flow suddenly dropped to around 0.5 lpm. The patient was transferred to their hospital and was placed on a venoarterial extracorporeal membrane oxygenator (va ECMO); pump flow did not increase.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained approximately 3 hours of events on (B)(6) 2022 prior to the pump being turned off. Low flow alarms were observed, and it was noted that flow appeared to gradually decrease over time to as low as 1.1 lpm before the pump was turned off. The report of the patient¿s flow decreasing down to around 0.5 lpm could not be confirmed through the evaluation of the log file. A specific cause for the low flows could not be determined through this evaluation. No other notable alarms were observed within the file. The pump appeared to operate as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Although the pneumonic fever was considered to not be a device-related issue, infection is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the cause of death was thought to be "pneumonic fever." The death was not thought to be device related. Log file analysis found a drop in pump flow that may have been related to an obstruction. No pump malfunction was detected in the log files.